Event description:
It was reported that the implantable pulse generator (ipg) was reaching end of life and the patient had not had their device checked. The patient experienced asystole and had an emergency ipg replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. 5076 implantable pacing lead 2007 (B)(6). (B)(4).